Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the up button was non responsive and act button was sometimes unresponsive as well on the insulin pump. The customer's blood glucose was unknown. The insulin pump was rejected battery once or twice, hairline crack on screen. The insulin pump will not be returned for analysis.